Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pace/sense portion of the lead was capped and replaced due to increased capture threshold. Defib portion of the lead remains active. The patient was doing well post-procedure.